Manufacturer narrative:
The product was not returned. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Associated product information was not provided. It is unknown if qualified associated products were used. The root cause cannot be determined for the reported complaint. The sample was not returned to evaluate. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The patient was the reporter. The reporter indicated that company lenses were implanted in both eyes in 2011. After some laser treatment to clear up "wrinkles" in the lens sac, the reporter indicated being generally happy with vision. However, the last year or so (13-14 years since implantation) vision has diminished, both distance and near. The reporter indicated that progressive lens glasses must now be worn. Company does not provide medical advice. Company contacted the reporter and encouraged the patient to speak to their surgeon regarding the visual issues or seek a second opinion. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient¿s vision had been diminishing over time and stated that lenses were implanted in both eyes in (B)(6) 2011. The patient underwent yttrium aluminum garnet (yag) laser treatment after each surgery to address wrinkles in the lens sac, after which the patient was satisfied with vision. The patient reported a history of glaucoma, which was managed with eye drops and one laser treatment. Over time, both distance and near vision diminished. The patient wore progressive lens glasses and had company multifocal lenses implanted following cataract removal in (B)(6) 2011 at the age of 66. The patient stated that prior to receiving the company lenses, they were informed that their vision would be ¿perfect vision like a 20-year-old¿ for the rest of their life. There were two medical reports associated with the same event, and this file belonged to the left eye. Additional information had been received and updated accordingly.